Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had been showing noisy signal over sensing, therefore it was surgically abandoned. The pacemaker was explanted at the same procedure due to non-product experience. No additional adverse patient effects were reported.